Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not sensing or capturing appropriately. All automated incoming testing and bench tests found no anomalies. It was indicated that a case screw was contaminated. The epg was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing or capturing appropriately. The epg was undersensing and had 50-75% capture. The epg was returned for service. There was no patient involvement.